Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient experienced hypoglycemia of an unknown measurement because the patient did not test blood for glucose level. The patient was reportedly sweaty and confused. The patient reportedly drank some juice, which resolved the symptoms. The patient was then reportedly ¿above target.¿ the reporter stated the pump had been emitting loss of prime warnings. The reporter confirmed the cartridge cap and luer lock connections were secure. The reporter denied loss of power, change in force or temperature and was confirmed to be filling the cartridge per instructions. The reporter was instructed to use a cartridge from a different box to see if this resolved the loss of prime. This complaint is being reported because the patient experienced a hypoglycemic event while on insulin pump therapy. The patient was instructed by customer support on the proper way to respond to loss of prime in the pump. The device is not being returned to the manufacturer for investigation at this time.

Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. Ach cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to distribution. No conclusions can be made at this time.